Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently blood loss was noted. The male adapters fo unspecified primary tubing set were connected to the female adapter of the extension tubing sets and were being used to deliver unspecified volumes of 0.45% normal saline with unspecified concentrations of heparin. The t connector of the extension sets were connected to the pt's peripheral arterial access site. After an unspecified lengths of time, it was reported that solutions leaked form the luer connection of the t connectors and the pt's peripheral arterial access site. Unspecified volumes of blood loss were noted. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.